Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "auxiliary alarm supply failed" (diagnostic code 1115), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "auxiliary alarm supply failed" (diagnostic code 1115), had occurred. The remote service engineer (rse) confirmed the diagnostic code in the event log. The rse advised the customer of the manufacturer recommendations for resolution. The customer then requested the part number of the motor controller (mc) printed circuit board assembly (pcba) for replacement. The rse provided the customer with the part number of the mc pcba. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.